Event description:
It was reported that a patient presented with left ventricular lead dislodgement, resulting in loss of capture. This was confirmed with imaging. During the revision procedure, the atrial lead dislodged and was found to be damaged. The lead connector pin was found to be detached, and this resulted in loss of capture. Both leads were capped and replaced on (B)(6) 2024. The patient was stable throughout.